Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the procedure. Based on the reported information, there is no evidence suggesting that the device/product was defective, but rather user inadvertently placed the material / device in the wrong location. Per our instructions for use (IFU): ¿use only thumb pressure to inject the recommended rate of 0.16 ml/min. Do not exceed 0.3 ml/min injection rate. After using a micro catheter with onyx, do not attempt to clear or inject any material through it. Such attempts may lead to embolus or embolization of an unintended area. Onyx 18: recommended when feeding pedicle injections will be conducted close to the nidus. Onyx 18 will travel more distally and penetrate deeper into the nidus due to its lower viscosity compared to onyx 34. Final solidification occurs within five minutes for both product formulations. Failure to continuously mix the onyx les for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery (see instructions for use). Inject the onyx les immediately after mixing. If the onyx les injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of the onyx les during injection. Adequate fluoroscopic visualization must be maintained during the onyx les delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt the onyx les delivery until adequate visualization is re-established. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of citation "transarterial embolization of peripheral arteriovenous malformations with ethylene vinyl alcohol copolymer - feasibility, technical outcomes, and clinical outcomes." Published online september 6, 2016 doi: http://dx.doi.org/10.1024/0301-1526/a000571. Vasa (2016), 45, pp. 497-504. Doi: 10.1024/0301-1526/a000571. 2016 hogrefe ag. In one patient who presented with a lower limb peripheral avm, inadvertent non-target embolisation into the peroneal artery occurred and was managed by insertion of a short, balloon-expanding, bare metal stent (express vascular 5/17, boston scientific, (B)(4)) to reopen the short iatrogenic occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.